Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The tip of the hi-torque (ht) bmw hydro guide wire was noted as almost separating from the wire; unraveling while in the patient. The wire was able to be removed from the patient without issues and in one piece. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.